Manufacturer narrative:
H11- manufacturer narrative: decentration/subluxation, is identified in the labeling as a known potential adverse event following icl implantation. H6. Health effect- clinical code (e): 4581- lens dislocation/ subluxation. H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens dislocation/ subluxation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.